Event description:
It was reported by the prestataire that the dash controller/personal diabetes manager (pdm) battery no longer charges and the battery overheats. The battery was also reported to only hold charge for less than one day. No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.